Event description:
The customer reported that the system displayed a degraded fluoroscopic image with a line through it and it was flashing. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, the intelligent shutdown board and the printed circuit board number 2 were all replaced. The system was tested and found to be working as intended and put back into service.